Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was between 300 and 400 mg/dl on the day of the call. Customer treated with a manual injection and her blood glucose level dropped to 50 mg/dl. Blood glucose level at the time of the incident was 250 mg/dl. Blood glucose level at the time of the call was 452 mg/dl. Customer stated that she would treat with the insulin pump. Troubleshooting did not show any malfunction of the device. The insulin pump was not replaced or returned for analysis.